Event description:
The death was not considered to be device related. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient needed right sight support. It was planned to implant a right ventricular assist device (rvad). It was reported that the patient passed away on (B)(6) 2024 due to cardiogenic shock and multiple organ dysfunction syndrome (mods).

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
B5: additional information. H6: health effect-clinical codes, updated. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The patient developed renal and liver failure as symptoms of the right heart failure. It was noted that the right heart failure existed pre-lvad implantation. The device reportedly did not contribute to the right heart failure. A protek duo rvad was placed.